Manufacturer narrative:
This lead is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. During the explant procedure, a perforation of the atrium was identified. Subsequently, the patient's chest was cracked open and the hole in the atrium was able to be repaired. This lead was explanted and successfully replaced 2 days later. No additional adverse patient effects were reported.